Event description:
The picture is of defected pen needles produced by micron. The problems are several. Some of the needles come and stay in my insulin pen. Some work to administerer only part of my dose, and some do not administer and insulin at all. It is scary to think that a needle could stay in my skin as well as the insulin pen. I took this complaint to my insuring company and they had trouble reaching the company using the phone (B)(6) and gave me the email address of (B)(6). Messages bounce back. I called the number and it rang for as long as I was willing to sit there and listen. No way to leave a message, just ringing for almost ten minutes until I hung up. You are able to read most of the letter from my insurance company. These are the boxes they were in. I also took the pen with the needle in the pen to my pharmacist at (B)(6). She was able to remove it. This is not responsible manufacturing! It is also wasteful. Can something be done about this? (B)(6).